Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier mr, ous, 2.75 x 20 mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found stent strut row's 1 and 2 on the proximal end of stent is damaged, lifted and bent back in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24may2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 20 mm x 2.75 mm promus premier¿ drug eluting stent was advanced but failed to pass the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.